Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The patient stated that on (B)(6) 2019, a nurse came to educate her regarding the cgm, and the sensor was inserted then, but she said the nurse went too fast and she needed more assistance with it because she ended up in the hospital. On (B)(6) 2019 she ate a normal breakfast. She stated that her meter from the pharmacy read high which indicates greater than 600 mg/dl, and she stated, ¿twice that she took enough sugar to cover that¿. Additionally, she stated her bg was around 20 mg/dl; however, the meter did not shower her that she was around 32 mg/dl or 27 mg/dl. She also stated that her cgm read high, indicating a level greater than 400 mg/dl. Around 11:30 am she passed out, fell under the sink, hit her head on the towel bar, and ended up with bruises all over her body. Emergency medical services (ems) was called and they tested her bg which was initially 148 mg/dl but was 28 mg/dl by the time they took her to the emergency room (ER). She stated that the hospital did a computed tomography scan (CT scan) and treated her with 2 intravenous (IV) therapy at once and gave her glucose because she was going into a coma. She woke up around 1:45 pm and was told to sleep when she went home. She stated that her high and low cgm settings were 250 mg/dl and 70 mg/dl and the cgm did not alarm for either value prior to the event. She stated had an appointment scheduled with her physician for (B)(6) 2019. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the zone e of the parkes error grid. No additional patient or event information is available.